Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins was turning off by itself. The patient stated that this had been happening for close to a week and that it would occur intermittently. They noted that the ins was fully charged when this would occur. The patient reported that when they would sync to the ins, they would just see that the lightning bolt was no longer in the ins icon. The patient stated they would just turn it back on again when it would happen. It was noted that the patient was not near any strong electromagnetic interference sources when it would happen. The patient was to follow-up with a healthcare professional. No further complications were reported. Follow-up was conducted.